Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of leadless implantable pulse generator (ipg), the first two deployments resulted in no capture and placement difficulties were noted as the ventricle was narrow. On the next two deployments, the device would not be released properly and being pulled back to the delivery system. A new leadless ipg was attempted on which the deployment button appeared to be broken, and the valve could not be passed. When observed outside the body, the physician manually deflected the delivery system. A kink was observed as well. The third delivery system was opened. The leadless ipg exhibited no capture, and a proper implant location could not be found. Therefore, the implant procedure was abandoned. No patient complications have been reported as a result of this event.